Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with short battery life on their insulin pump. The customer states the pump alarmed for low battery alarm less than one week from the battery change. Customer states they received off no power alarm. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer is being sent replacement battery cap. The customer was advised to call back if issues persist.